Event description:
No RMA was issued, the device is not expected to be returned. The clinical educator reported pt was born with section of skull and soft tissue missing with part of its brain herniating out of the defect. The defect was approx 4 x 4 cm in size. The integra dermal regeneration template was used to treat the congenital defect of the pt. The integra dermal regeneration template was separated from the silicone backing and used to perform a duraplasty to repair the congential defect in the dura cranium, galea and underyling skin resulting in herniation of brain. A second intact integra dermal regeneration template (was used as indications) was placed over the duraplasty to provide for regeneration of dermis. Three weeks post initial application of integra a single slight cerebrospinal fluid leak was noted and was immediately addressed by further application of sealant. Subsequently to the cerebrospinal fluid leak, re-operation was conducted using duragen and integra artificial skin as indicated application. The pt continues to progress well.